Event description:
Boston scientific received information that this patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) is very ill and experienced a syncopal episode which required external defibrillation. It was noted that anti shock therapy (atp) was delivered and accelerated the rhythm. Technical services (ts) reviewed some electrograms and discussed how the brady parameters that were programmed and the patient's changing condition may have caused or contributed to the patient's outcome of syncope. Subsequently the patient was changed to a do not resuscitate (dnr). Further review of the electrograms additionally inquired why there were no left ventricular (lv) markers. A device memory download was performed which indicated the device was possibly undersensing the lv, however based on the device was programmed, it was functioning normally. Due to the patient's condition and dnr status, the device was reprogrammed with tachy therapy off.

Manufacturer narrative:
The device remains implanted at this time. Should additional information become available, this report will be updated.